Event description:
Customer alleged the lancet needle did not retract after firing in the multiclix lancet device. No accidental sticks were reported. Testing by the manufacturer's domestic evaluation unit of the device returned by the customer confirmed that the lancet fails to retract after firing with both the returned lancet drums and retention lancet drums.